Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor patient was implant for bowel incontinence. Patient reported that it is " running out of me". Troubleshooting showed that stimulation was on and patient could adjust stim and it was increased to 8.0. Patient stated that they were not feeling any stimulation but can feel something in the right hip. Patient stated implant was on the left hip. Patient then changed from program 3 to program 4 and was feeling stim in the vaginal area at 2.7v. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that cause of feeling something in the right hip was unknown and that the device was reprogrammed. No further complications were reported.